Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of questionable high elecsys vitamin d ii assay results for 5 patient samples tested on a cobas 6000 e 601 module. Of the data provided, three patient results were a reportable malfunction. Patient 1 initial vitamin d result was 105.9 nmol/l with a repeat result of 36.43 nmol/l. Patient 2 initial vitamin d result was 201.7 nmol/l with a repeat result of 107.4 nmol/l. Patient 3 initial vitamin d result was 156.3 nmol/l with a repeat result of 62.95 nmol/l. The repeat testing was done on another analyzer. There customer did not provided any patient information. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The vitamin d reagent lot was 298228 with an expiration date that was not provided. The customer was using rack adapters. The investigation is currently ongoing.

Manufacturer narrative:
Further investigation noted that the customer's sample tubes that generated the erroneous results were spun at 4,000 rpm for 10 minutes. The recommended centrifuge speed is 16,000-20,000 g for 10 minutes.

Manufacturer narrative:
The unique identifier (UDI)# for vitamin d total ii is: (B)(4). Further analysis of the calibration and qc results showed no indication of a reagent issue. Roche diagnostics has issued an urgent medical device correction for this issue, entitled "elecsys® vitamin d total ii assay ¿ non-reproducible false high results." This correction has been reported to FDA. During the implementation of the elecsys vitamin d total ii assay on the modular analytics e 170 module, and cobas e 601 and 602 systems, there were reports of non-reproducible, false high results. These customer observations were made in comparisons of duplicate measurements during assay validation of elecsys vitamin d total ii assay or in method comparisons with elecsys vitamin d assay (i.e., during conversions), where the falsely elevated discrepant value did not fit the expected result. The observed elevated results reported with the elecsys vitamin d ii assay were not confirmed upon repeat testing of the affected samples. The observed findings: the first result is elevated, either above the upper end of the measuring range (>100 ng/ml or >250 nmol/ml), or within the measuring range; repeated results are significantly lower. Rare cases have been reported on the cobas e 411 analyzer and the cobas e 801 module. Roche is conducting investigations into the reported issue and has determined that the elecsys® vitamin d total ii assay is strongly affected by pre-analytical errors. The investigations have reproduced these findings when requirements for pre-analytical sample handling have not been met for plasma samples. Further investigations into the reported issue are ongoing. As a result, the pre-analytical sample quality and compliance to the tube manufacturer¿s specifications is very important to assure a high quality sample in order to minimize the risk of occurrence. Investigations are ongoing to determine the root cause of this issue. A workaround has been provided to customers.

Manufacturer narrative:
Calibration and qc results did not indicate any issues. Review of the alarm history showed that on the day of event there were sample pipetting error messages. The investigation was unable to find a definitive root cause.